Event description:
Related to MFR report # 2183959-2012-01663. Related to MFR report # 2183959-2012-01665. On or about (B)(6) 2009, the plaintiff was implanted with an ams miniarc sling with the intention of treating the plaintiff for stress urinary incontinence and/or pelvic organ prolapse. It was alleged that as a result of the implantation the plaintiff, "suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, additional surgery and/or other injuries." It was also alleged that the plaintiff has, "experienced significant mental and physical pain and suffering, has required additional surgery and/or medical treatment, and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.